Event description:
It was reported that the patient experienced strep bacteremia and vegetation was found on the valve or right ventricular (rv) lead. Antibiotic treatment was necessary and the implantable pulse generator (ipg) system was explanted and was replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.